Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, preceding/simultaneous bone augmentation, mobility - fibrointegration.